Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016-device evaluation: the cartridge has been returned and was evaluated by product analysis on 01/07/2016 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 530 mg/dl with extreme thirst, excess urination, and blurry vision. The reporter noted the patient remained on pump therapy, the pump's settings were not recently changed, and the patient did not require medical intervention. A cartridge leak was alleged. The reporter was unable or unwilling to answer whether or not the cartridge was being used per instructions for use. This complaint is being reported because the reported health event was attributed to a cartridge malfunction.